Manufacturer narrative:
The returned wire pass drill bit was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure at the user facility, a bur had broken. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a surgical procedure at the user facility, a bur had broken. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.